Event description:
It was reported that the vns caregiver was told by an unknown physician that there were three cases where pediatric patients had passed away due to cardiac arrest from vns. Attempts for additional relevant information have been unsuccessful to date. Based on the limited available information about the patients¿ deaths, an internal classification has determined that the deaths may be possible sudep.